Event description:
Customer originally reported the system was down. A ge representative reported the system would not stop fluoroing. No patient injury was reported.

Manufacturer narrative:
(B) (6) report. A ge representative evaluated the system and replaced the ffb and gib boards. System operates as intended.